Manufacturer narrative:
This report is being submitted to correct and update section e1: initial reporter first name, e1: initial reporter last name, h6: evaluation conclusion codes and section h11: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that during preparation, an anomaly with some debris was found on the tip of the faradrive steerable sheath dilator. While prepping the sheath and dilator in the sterile field, both devices were flushed with saline. The steering mechanism was tested on the sheath. The dilator was inserted into the sheath and a piece of debris was observed on the dilator. Subsequently, the sheath and dilator were replaced. The atrial fibrillation (a fib) procedure was completed without patient complications. The device was received for analysis.

Event description:
It was reported that during preparation, an anomaly with some debris was found on the tip of the faradrive steerable sheath dilator. While prepping the sheath and dilator in the sterile field, both devices were flushed with saline. The steering mechanism was tested on the sheath. The dilator was inserted into the sheath and a piece of debris was observed on the dilator. Subsequently, the sheath and dilator were replaced. The atrial fibrillation (a fib) procedure was completed without patient complications. The device was received for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The dilator was returned inserted in the faradrive sheath and was removed to proceed with further analysis. An attempt to evaluate the sheath for functionality by rotating the steering knob, to engage deflection was successful as the device achieved and maintained deflection with no complications. Microscopic inspection of the dilator tip confirmed the tip to be damaged.

Event description:
It was reported that during preparation, an anomaly with some debris was found on the tip of the faradrive steerable sheath dilator. While prepping the sheath and dilator in the sterile field, both devices were flushed with saline. The steering mechanism was tested on the sheath. The dilator was inserted into the sheath and a piece of debris was observed on the dilator. Subsequently, the sheath and dilator were replaced. The atrial fibrillation (a fib) procedure was completed without patient complications. The device was received for analysis.